Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen, fentanyl, and marcaine (type of baclofen, concentrations, and dose unknown) via an implanted pump. The baclofen lot number was unknown. The patient's medical history and concomitant medications were unknown. The indications for use included non-malignant pain, and failedback surgery syndrome. Within 15 minutes or less of a pump refill in 2013 the patient experienced overdose. They scanned the pump and it did not malfunction. The first time it occurred she had a pump refill and did not make it out of the doctor's office. The healthcare provider (hcp) apologized to the patient stating it was either subcutaneous tissue fill or medication dripping off the syringe (residual) as they were pulling it out of the pocket. The patient was very tired during the pump refill and told them she did not know if she could stay awake during the refill as a sign right before she passed out. Drug information (including type of baclofen,lot number, concentration, and dose), other medications the patient was taking at the time of the event, pertinent medical history, diagnostics performed, actions/intervention taken to resolve the overdose, and patient outcome were not reported. Further follow-upis being conducted to obtain this information. If additional information is received, a follow-up report will be sent.